Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient presented with fracture of the left femur head, garden ii, following a fall. During the osteosynthesis procedure using dhs plate on (B)(6) 2013, reportedly the last screw broke during insertion. The broken fragment was left in place as removal without the head was not possible. It was reported the surgery was less than 20% prolonged. Reportedly no consequence to the patient was noted and no further treatment was necessary. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the cortex screw were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. No product fault could be detected. Without the broken piece of the thread we are not able to determine the exact cause of this occurrence. The complaint condition is likely the result of a mechanical overload during insertion. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: ktt. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.